Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has been offered a refund on return of the product. To date, the device has not been received. If the investigation determines any further information, a follow up report will be sent.

Event description:
Customer reported on 19th july 2024 from spain that the elvie stride caused lumps in her breast. The customer alleged that the stride made her breast feel hot, it caused sores on her nipple and lumps on her breast. Customer was seen by a healthcare professional (doctor) and was prescribed dostinex.